Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during the cataract surgery with intraocular lens implant procedure, optic found to have scratch during insertion in the eye. The procedure have been completed by replacing with the another lens. No patient harm reported. Additional information has been requested.